Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 66-year-old caucasian female patient who underwent an unspecified breast surgery with mentor memorygel xtra breast implant 560cc gel breast prostheses developed capsular contracture (baker grade unknown) in both of her breasts post implantation. As a result, the patient underwent unilateral explantation of the left breast prosthesis on (B)(6) 2022 and it was replaced with an unspecified breast prosthesis. The surgeon observed that the explanted left breast prosthesis appeared abnormal and that the gel inside it had a white discoloration. At the time of this report, mentor has received no information regarding explantation or an expected explantation date for the patient¿s right breast prosthesis. This medwatch report is for the patient¿s left breast prosthesis.

Manufacturer narrative:
On 31-oct-2022, mentor became aware that the side of implant was switched when the complaint was reported. It was previously reported that this report is for the patient¿s left breast prosthesis. Lot # 7643276, serial #(B)(6) actually pertains to the patient¿s right breast prosthesis. As a result, the following updates were made: - block b1 is product problem no longer applies to this report - block b2 is required intervention no longer applies to this report (right device was not explanted) - h6 medical device problem codes a0203 & a0407 no longer apply to this report. Reason for device explant and/or reoperation: n/a (device was not explanted) manufacturer¿s reference number: (B)(4).